Event description:
Per rn, the patient fell off this mattress the morning of (B)(6) 2021 for the third time. She had fallen off of the lal on to the floor face down while trying to turn herself over. Rn stated that no injuries were reported, and the patient did not require any medical attention. The first fall occurred on (B)(6) 2021 and second time was on (B)(6) 2021. She requested an lal with bolsters to be placed on (B)(6) 2021. She stated an fst called her and said he could place the lal with bolsters until the morning of (B)(6) 2021. Rn works evenings between 4pm -1230am on the 5th floor. She was not working at the facility the morning the lal with bolsters was delivered. She said she did not follow up on the delivery because she forgot. She provided the above assets. I advised her that the patient had two active open orders. She is not sure what happened to the lal mattress that was delivered under order (B)(4) on (B)(6) 2021 with assets of cu (B)(6). I have created a pick-up of (B)(4), a new delivery of (B)(4) and a sweep of (B)(4) for the missing delivery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)